Event description:
It was reported the pt suddenly lost stimulation. The pt las charged one month ago. The sjm confirmed the ipg was depleted. The physician explanted and replaced the ipg. The pt reported receiving effective stimulation therapy post operative.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.